Event description:
During biomed testing, the device intermittently did not display a "test ok" message. There was no pt involvement. The malfunction was attributed to the device's multi-function cable.